Event description:
It was reported that a user experienced repeated bluetooth connectivity failures between the ilet insulin pump, the ilet app, and a dexcom g7 sensor after an initial period of normal operation, including a pairing failed alert, intermittent disconnections despite a displayed connected status, and loss of glucose data display on the ilet interface while glucose values remained available in the dexcom app. Symptoms included frustration and concern about device reliability during travel. Outcomes included the user¿s consideration of alternative insulin delivery methods after consultation with a clinician and disengagement from the support call. Investigation included guided troubleshooting of bluetooth settings and verification of pairing credentials. Investigation of this case revealed no confirmed hardware malfunction and suggested intermittent wireless communication instability between the pump, the companion app, and the cgm transmitter. It was concluded, based on previously established findings for similar reports, that the cause was likely environmental or software-related bluetooth communication interference.